Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit and could confirm the problem that the hcu 40 displayed a low flow error on the cardioplegia circuit due to defective valves. The technician replaced the shunt valve and checked the function. After a diagnostic testing the error message is displayed again sporadic. After a new diagnostic test the flow sensor was replaced and tested for function. Maintenance performed and the unit was tested successfully for functionality. A supplemental medwatch will be submitted if new information has been received.

Event description:
It was reported that the hcu 40 displayed a low flow error on the cardioplegia circuit. (B)(4).